Event description:
Information was received indicating that a smiths medical cadd solis vip pump was over infusing. There was no reported adverse event.

Manufacturer narrative:
Other, other text: h2: a1, b3, b5 and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported delivery accuracy issue was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Further investigation determined that the expulsor was out of mechanical specification and the cause of the issue. Therefore, the pump expulsor will be replaced in order to bring the delivery into more nominal of a range.

Event description:
Additional information was received indicating that there was no patient involvement.